Event description:
A pt death occurred on 11/22/94. Pt had a percutaneous cardiac defibrillator (pcd) implanted 6/2/93. The attending physician documented the cause of death as atherosclerotic heart disease manifested by ischemic cardiomyopathy with recurrent ventricular tachycardia. It is unknown whether the pcd contributed to the death.